Manufacturer narrative:
The field complaint of the transmitter not powering on was verified. During the analysis, the transmitter presented with a power issue. After opening the transmitter, inspection revealed that there was slightly burnt components on the main pcb. As a result, it can be concluded that the ac power adapter being defective and the transmitter's main pcb being burnt caused the no power issue.

Event description:
This report is to advise of an event observed during analysis.